Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a leak occurred near the trifurcation of the catheter on the day of placement. It was unknown if the leak was urine or water.

Manufacturer narrative:
The reported event was confirmed. The device did not meet specifications. The product was intended to be used for diagnosis and treatment purposes. The product was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. An attempt was made to inflate the balloon of the catheter with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and immediately leaked from a pinhole (measuring 0.012 sq mm) at the bifurcation point. This is out of specification per inspection procedure which states "cuts in lumens are not allowed." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold).¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients who are or have been allergic to natural rubber latex patients with known allergy to silver-containing catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a leak occurred near the trifurcation of the catheter on the day of placement. It was unknown if the leak was urine or water.